Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one used primary set was received by the customer for investigation. Upon visual inspection, it could be observed that the silicon tubing pumping segment was disconnected from the upper fitment. No other defects were observed. The customer's complaint that the IV tubing popped apart above the pump segment was verified. Two connected bifuse extension sets were received as well. The expected retainer ring for this engagement was not received. Visual inspection under magnification was performed on the silicon pumping segment. Indentation from the retainer ring could be observed, indicating that the retainer ring was properly aligned during the manufacturing process. The root cause of the set separation could not be determined. However, at some point the set may have been pulled or stretched beyond the retention specification between the silicone segment and the set¿s lower fitment during use or set loading. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported gem v/nv 20d 1cv 2ss dehp free had its components separate. The following information was provided by the initial reporter: "rn was in room when IV tubing popped apart above the pump segment."